Event description:
It was reported that ventricular lead exhibited high threshold between 2 v and 2.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.